Event description:
The pt reportedly experienced a loss of lock with her internal device. External equipment was exchanged, however, this did not resolve the problem. Testing of the device showed that it is not functioning. Surgery to explant the pt's device will be scheduled.